Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 5 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized for gastrointestinal (gi) bleed on (B)(6) 2018. The patient presented with bright red blood from rectum. Colonoscopy was performed and the patient was transfused with 8 units packed red blood cells. The source of bleeding was confirmed to be arteriovenous malformation (avm) in proximal ascending colon, which was treated with hemoclip. The patient was also held on aspirin for a day and heparin for two days but not on coumadin yet. The gi bleed resolved on (B)(6) 2018. The patient had a pre-existing history of polyps removed preoperative per polypectomy; bleeding was found at that site. No additional information was provided.